Event description:
It was reported that prior to a procedure at the user facility there were bearings allegedly falling out of the impaction bur guard. The procedure was completed successfully with no delay; no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that prior to a procedure at the user facility, there were bearings allegedly falling out of the impaction bur guard. The procedure was completed successfully with no delay; no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
The technician was able to confirm the report of disassembly and noted that the upper bearing was shattered. The device was discarded by the manufacturer.